Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "diagnosis of bia-alcl".

Event description:
Healthcare professional reported left side "diagnosis of breast implant-associated anaplastic large cell lymphoma (bia-alcl)". Pathological markers confirming alcl have not been received. Device has been explanted.

Event description:
Healthcare professional reported the patient presented with left side "cold seroma without further symptoms". "550 cc of serous fluid was aspirated and sent for cytological examination," which was positive for bia-alcl. Pathological markers cd30+ and alk- have been confirmed. Healthcare professional later reported "90 cc of periprosthetic fluid was aspirated from the same breast" and "liquid film in the left periprosthetic site" found via ultrasound. Device was explanted. Healthcare professional stated "no additional symptoms have been reported" and the patient "is to be considered disease-free".

Manufacturer narrative:
Additional physician: dr. Anna vanazzi, no contact information provided. The events of "lymphoma-alcl" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2239474 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review, the device is going to be returned for device analysis. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Reason for reoperation: bia-alcl; "serous fluid". Additional, changed, and/or corrected data: a2, a6, b3, b5, b6, b7, h6, h7, h9, h11.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ seroma-late-breast: unable to observe as it is not related to the manufacturing process. ¿ lymphoma-alcl: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, observed opening on the device was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported the patient presented with left side "cold seroma without further symptoms". "550 cc of serous fluid was aspirated and sent for cytological examination," which was positive for bia-alcl. Pathological markers cd30+ and alk- have been confirmed. Healthcare professional later reported "90 cc of periprosthetic fluid was aspirated from the same breast" and "liquid film in the left periprosthetic site" found via ultrasound. Device was explanted. Healthcare professional stated "no additional symptoms have been reported" and the patient "is to be considered disease-free".